Event description:
The customer reported to olympus during preparation for use, it doesn't read the evis exera iii xenon light source; it had to be moved to get it to work. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the unit failed inspection due to a bad scope socket. The detection bar was not working, and the light was turning itself on without any connection to the socket. The air pressure was not turning on with nj2304 but worked with the scopes. The bottom screw of the front panel was missing due to a damaged screw hole. There was cosmetic wear and tear on the housing, but not affecting functionality. The lamp hour was over 500 hours and required-excessive thermal grease and a new lamp. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the bad scope socket could not be identified. Olympus will continue to monitor field performance for this device.